Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they were performing onsite functional verifications. They stated that this device was not generating flow and the customer wanted to order replacement parts to correct the issue. Per follow up information received via mail on 06sep2024, it was reported that the 2000-hour service performed by unm hospital biomed, on 9/5/2024. While performing functionality verification, the arctic sun device could not cool to 6-degrees c. After 35 minutes, the water temperature was 18 degrees c, flow rate was1.2 l/m, circulation pump command was 80 percentage.

Event description:
It was reported that they were performing onsite functional verifications. They stated that this device was not generating flow. Stated the customer wanted to order replacement parts to correct the issue. Per follow up information received via mail on 06sep2024, it was reported that the 2000-hour service performed by (B)(6) hospital biomed, on (B)(6) 2024. While performing functionality verification, the arctic sun device could not cool to 6 degrees c. After 35 minutes, the water temperature was 18 degrees c, flow rate was1.2 l/m, circulation pump commend was 80 parentage. Per follow up information received via mail on 13dec2024, the cooling and flow rate issue occurred before a new part was installed. The circulation pump not working properly was the reason for both issues (not cooling, low flow rate). The customer installed a new circulation pump to address those issues.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-05269. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.